Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unknown date in the same month as the onset of the peritonitis, the patient began treatment with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date in the same month as this report was received, therapy with vancomycin was discontinued. On an unreported date in the same month as this report was received and during the hospitalization period, dianeal therapies were discontinued. On an unknown date during the hospitalization period, the peritoneal dialysis catheter was removed and was not replaced. On an unknown date in the same month as this report was received, the patient¿s renal status was improved and peritoneal dialysis therapy was not required and the patient is not currently receiving hemodialysis therapy. After twenty-one days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.